Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 19-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('implant migration') in a 42-year-old female patient who had essure (batch no. C68119) inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 27-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('implant migration') in a (B)(6) female patient who had essure (batch no. C68119) inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.